Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to faulty force sensor resistor. No vibrator alarm due to broken wire. The insulin pump was received with currents in specification.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 311 mg/dl at the time of incident. The customer performed displacement test and the insulin pump passed. The customer stated that they were able to rewind the insulin pump. The customer also reported that the insulin pump would not vibrate. The customer stated that the insulin pump did not vibrate during self test. The insulin pump was returned for analysis.